Event description:
It was reported that there was undersensing and pacing spikes without capture noted in the trend data for the atrial and ventricular leads. The sensitivity was adjusted and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.